Event description:
Additional information was received confirming the event occurred during preventive maintenance. The event date was updated from unknown to 24-jan-2023. No patient was involved.

Manufacturer narrative:
One device received without "OEM oetikers" clamps on heater, no "OEM tie-wraps", damaged top socket slide, fluid ingression on printed circuit board (pcb), micro fractures on return tube. Functional testing resulted in the device going into over temp after running for 30 minutes confirming the complaint. A root cause was the printed circuit board (pcb) being replaced by the customer and not calibrated. The pcb also had fluid ingression. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced return tube due to micro fractures, top socket slide due to it being damaged, none "OEM oetiker" clamps, o-rings, and fan guard as preventative maintenance (pm). Device passed all functional tests.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer experienced over temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.